Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup vvi mode after magnetic resonance imaging (MRI) scan was performed without following device MRI protocol. High voltage therapy was disabled. The device was successfully reprogrammed. There were no patient consequences.